Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 1, with no notable events occurring before the malfunction. There was no reported impact to the customer's blood glucose level. Cts assisted the caller in resetting the pump and provided instructions on using storage mode before returning the pump to tandem. Despite attempts to reset, the malfunction code recurred, prompting cts to arrange for a replacement pump. Cts also advised the caller to return the faulty pump within 10 days to avoid charges and instructed on programming settings and connecting the cgm to the new pump. The caller was informed about using multiple daily injections as a backup therapy and ensured they had the latest pump software.